Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Concomitant medical products: additional architect analyzer isr03094.

Manufacturer narrative:
(B)(4). Clarification received on (B)(6) 2011 regarding the date of this report. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). No consequences or impact to patient. The investigation determined that architect stat troponin-I assay is performing as intended. It is meeting safety, effectiveness and label claims. The investigation team received 2 patient specimens labeled (B)(4). Using the same reagent lot, 85488un10, the investigation team calibrated one instrument using materials stored and maintained at the abbott facility. This included approved lots of calibrators and abbott controls for quality control. After establishing a valid calibration curve, a single replicate was assayed of the patient specimens neat (undiluted). The troponin-I value was 0.743 ng/ml for specimen ID no. (B)(6). Manual dilutions was also tested of specimen ID no. (B)(6) in single replicates and calculated the % difference against the neat value. The results were within our evaluation criteria of +/- 20%. This indicates that the dilutions were linear. No evidence was found of an interfering substance. These findings from the dilution linearity testing are consistent with the results from heterophilic blocking tube (hbt) testing. A single replicate was tested of the patient specimen treated with the hbt reagent on the same instrument. Then calculated the % difference between the treated sample and the neat, untreated specimen. The % difference met the evaluation criteria of within +/- 11.1%, ruling out the presence of heterophilic antibodies in the patient specimen. Patient specimen ID no. (B)(6) = 0.748 ng/ml, % difference = 0.7 %* *%difference vs. The neat value. Note: patient specimen ID no. (B)(6) could not be evaluated due to an aspiration error that was generated during the testing of the neat replicate. Since most of the sample was utilized to prepare the manual dilutions and for the hbt treatment, remaining sample volume was not sufficient to allow further evaluation of specimen ID no. (B)(6). The investigation team also tested an internal troponin-I panel with the same reagent lot. The panel is made from human plasma and contains a known concentration of the troponin-I analyte. The reagent lot 85488un10 was calibrated on one instrument with approved lots of calibrators and abbott controls. To evaluate the accuracy of the assay, 6 replicates of troponin-I panel were tested. All replicates of the troponin-I panel were within specification. This demonstrates that the assay can accurately detect a known concentration of troponin-I. All testing materials were stored and maintained at abbott facility. In addition to testing, complaints received to-date were reviewed, to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. The investigation team cannot inform the customer of the specific cause for the issue that the customer observed, but refer to the architect stat troponin-I reagent package insert. The limitations of procedure section contains information that may be useful when evaluating patient results. No product deficiency was identified.

Event description:
The account generated positive architect troponin results on a patient with normal EKG, echo and chest x-ray. The account stated the patient presented to the emergency room with chest pain. The physician questioned the positive architect troponin results because they did not match the patient's clinical picture. The patient is a body builder and has a history of hydroxy cut use (contains ephedrine/stimulants). Additional testing showed urine drug screen negative, myoglobin negative and slight enlargement of the left ventricle. No impact to patient management was reported. Data provided: lab architect troponin cutoff = 0.3 ng/ml, lab ck range not provided. (B)(6) 2011 at 10:15am: architect troponin = 0.61 ng/ml (positive), ck = 651 u/l (elevated), myoglobin normal. (B)(6) 2011 at 12:40pm: architect troponin = 0.71 ng/ml (positive), ck = 566 u/l (elevated), myoglobin normal. (B)(6) 2011 at 06:38am: architect troponin = 0.76 ng/ml (positive), ck = 271 u/l (elevated), myoglobin normal. (B)(6) 2011 at 12:21pm: architect troponin = 0.93 ng/ml (positive), ck = 257 u/l (elevated), myoglobin normal.